Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Event description:
Patient reports "presenting some radial folds." "Patient reports that the doctor said that the left breast by the images is with rupture points." "Patient reported that both implants are ruptured already and that needs to undergo an replacement surgery with urgency, because is presenting pain." This is for the left side device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.